Event description:
The pt's family member reported that pt used the suspect device to check pt's blood glucose and obtained a result of 194mg/dl. Pt then administered 15 units of insulin. Thirty minutes later pt passed out. 911 was called and upon arrival the emergency medical technician checked pt's blood glucose level at 24 mg/dl. Pt was given 500 units of dextrose by IV and orange juice with sugar. Pt then ate about twenty minutes later. Glucose control solutions were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.